Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0042) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), device dislocation ("one of my coils is not even in my tube/ migration of implant"), device expulsion ("malposition of essure device location of device: uterus") and fallopian tube perforation ("perforation (fallopian tube)") in a 31-year-old female patient who had essure (batch no. 959215,927081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection every month since I had them in"). On the same day, the patient experienced medical device discomfort ("could feel them"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower ("cramping"), arthralgia ("joint pain/hip pain"), fatigue ("exhausted all day everyday"), headache ("headaches") and dyspareunia ("sex is unpleasant I can't even enjoy it any more it just hurts/ painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel to allergy"), vulvovaginal candidiasis ("vaginal candidiasis"), migraine ("migraines"), hypoaesthesia ("neurological conditions or problems type: numbness down arm"), loss of consciousness ("blacked out"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, fallopian tube perforation, abdominal pain lower, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals, vulvovaginal candidiasis, migraine, hypoaesthesia, loss of consciousness and vaginal discharge outcome was unknown, the device dislocation, vulvovaginal mycotic infection, headache, dyspareunia and medical device discomfort had not resolved and the fatigue, back pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient was implanted with essure on (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tube that is occluded, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, nickel to allergy, vaginal candidiasis, device expulsion, migraines, numbness, blacked out, vaginal discharge, back pain, bloating, fallopian tube perforation, perforation(uterus) added. Reporters,lot number,lab data added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0042) on 13-aug-2015. The most recent information was received on 17-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), device dislocation ("one of my coils is not even in my tube/ migration of implant"), device expulsion ("malposition of essure device location of device: uterus") and fallopian tube perforation ("perforation (fallopian tube)") in a 31-year-old female patient who had essure (batch no. 959215,927081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection every month since I had them in"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced medical device discomfort ("could feel them"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower ("cramping"), arthralgia ("joint pain/hip pain"), fatigue ("exhausted all day everyday"), headache ("headaches") and dyspareunia ("sex is unpleasant I can't even enjoy it any more it just hurts/ painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel to allergy"), vulvovaginal candidiasis ("vaginal candidiasis"), migraine ("migraines"), hypoaesthesia ("neurological conditions or problems type: numbness down arm"), loss of consciousness ("blacked out"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, fallopian tube perforation, abdominal pain lower, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals, vulvovaginal candidiasis, migraine, hypoaesthesia, loss of consciousness and vaginal discharge outcome was unknown, the device dislocation, vulvovaginal mycotic infection, headache, dyspareunia and medical device discomfort had not resolved and the fatigue, back pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient was implanted with essure on (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tube that is occluded, lot number: 927081 man date: 2011-12, exp date: 2014-12. Lot number: 959215 man date: 2012-03, exp date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), device dislocation ('one of my coils is not even in my tube/ migration of implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 31-year-old female patient who had essure (batch no. 959215,927081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "my left side was implanted wrong". In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection every month since I had them in"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced medical device discomfort ("could feel them"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower ("cramping"), arthralgia ("joint pain/hip pain"), fatigue ("exhausted all day everyday"), headache ("headaches") and dyspareunia ("sex is unpleasant I can't even enjoy it any more it just hurts/ painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel to allergy"), vulvovaginal candidiasis ("vaginal candidiasis"), migraine ("migraines"), hypoaesthesia ("neurological conditions or problems type: numbness down arm"), loss of consciousness ("blacked out"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal distension ("bloating/ starting to look pregnant") and dizziness ("get dizzy a lot") and was found to have weight increased ("I have gained 4 lbs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain lower, device expulsion, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals, vulvovaginal candidiasis, migraine, hypoaesthesia, loss of consciousness, vaginal discharge, dizziness and weight increased outcome was unknown, the device dislocation, vulvovaginal mycotic infection, headache, dyspareunia and medical device discomfort had not resolved and the fatigue, back pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, device expulsion, dizziness, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient was implanted with essure on (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: fallopian tube that is occluded,. Lot number: 927081 man date: 2011-12 exp date: (B)(6) 2014 lot number: 959215 man date: 2012-03 exp date: (B)(6) 2015 concerning the injuries reported in this case, the following one was reported via social media: dizziness. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6). The most recent information was received on (B)(6).2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), device dislocation ('one of my coils is not even in my tube/ migration of implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 31-year-old female patient who had essure (batch no. 959215,927081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "my left side was implanted wrong". On (B)(6).2015, the patient had essure inserted. In (B)(6).2015, the patient experienced vulvovaginal mycotic infection ("yeast infection every month since I had them in"). On (B)(6).2015, the patient experienced medical device discomfort ("could feel them"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower ("cramping"), arthralgia ("joint pain/hip pain"), fatigue ("exhausted all day everyday"), headache ("headaches") and dyspareunia ("sex is unpleasant I can't even enjoy it any more it just hurts/ painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel to allergy"), vulvovaginal candidiasis ("vaginal candidiasis"), migraine ("migraines"), hypoaesthesia ("neurological conditions or problems type: numbness down arm"), loss of consciousness ("blacked out"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal distension ("bloating/ starting to look pregnant") and dizziness ("get dizzy a lot") and was found to have weight increased ("I have gained 4 lbs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 4-sep-2015. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain lower, device expulsion, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals, vulvovaginal candidiasis, migraine, hypoaesthesia, loss of consciousness, vaginal discharge, dizziness and weight increased outcome was unknown, the device dislocation, vulvovaginal mycotic infection, headache, dyspareunia and medical device discomfort had not resolved and the fatigue, back pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, device expulsion, dizziness, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient was implanted with essure on(B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6).2015: results: fallopian tube that is occluded,. Lot number: 927081 man date: 2011-12 exp date: 2014-12 lot number: 959215 man date: 2012-03 exp date: 2015-03 concerning the injuries reported in this case, the following one was reported via social media: dizziness. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6).2020: social media content received : reporter added. Events added- device deployment issue, weight increased. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on (B)(6) 2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), device dislocation ('one of my coils is not even in my tube/ migration of implant') and fallopian tube perforation ('perforation (fallopian tube)') in a 31-year-old female patient who had essure (batch no. 959215,927081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infection every month since I had them in"). On (B)(6) 2015, the patient experienced medical device discomfort ("could feel them"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower ("cramping"), arthralgia ("joint pain/hip pain"), fatigue ("exhausted all day everyday"), headache ("headaches") and dyspareunia ("sex is unpleasant I can't even enjoy it any more it just hurts/ painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus") (seriousness criterion intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel to allergy"), vulvovaginal candidiasis ("vaginal candidiasis"), migraine ("migraines"), hypoaesthesia ("neurological conditions or problems type: numbness down arm"), loss of consciousness ("blacked out"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal distension ("bloating") and dizziness ("get dizzy a lot"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain lower, device expulsion, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals, vulvovaginal candidiasis, migraine, hypoaesthesia, loss of consciousness, vaginal discharge and dizziness outcome was unknown, the device dislocation, vulvovaginal mycotic infection, headache, dyspareunia and medical device discomfort had not resolved and the fatigue, back pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, device dislocation, device expulsion, dizziness, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient was implanted with essure on (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: fallopian tube that is occluded,. Lot number: 927081, man date: 2011-12, exp date: 2014-12. Lot number: 959215, man date: 2012-03, exp date: 2015-03. Concerning the injuries reported in this case, the following one was reported via social media: dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event get dizzy a lot was added. Reporter information was added. Event device expulsion was updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of my coils is not even in my tube/ migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, 15 days before insertion of essure, the patient experienced vulvovaginal mycotic infection ("yeast infection every month since I had them in"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced medical device discomfort ("could feel them"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower ("cramping"), arthralgia ("joint pain/hip pain"), fatigue ("exhausted all day everyday"), headache ("headaches") and dyspareunia ("sex is unpleasant I can't even enjoy it any more it just hurts/ painful intercourse"). The patient was treated with surgery (need for surgery/to remove essure). Essure treatment was not changed. At the time of the report, the device dislocation, vulvovaginal mycotic infection, fatigue, headache, dyspareunia and medical device discomfort had not resolved and the abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, device dislocation, dyspareunia, fatigue, headache, medical device discomfort and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient was implanted with essure on (B)(6) 2015 and (B)(6) 2015. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: lawyer added per legal claim. Events added: abdominal pain, pain. Event one of my coils is not even in my tube was clubbed with migration of implant. Essure removed on (B)(6) 2015. Device category was changed to incident from other event. Essure legal manufacture has changed from (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type "initial" indicates here initial submission by the new legal manufacturer only. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.